Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 30 mg/dl and their sensor glucose was reading 73 mg/dl. Customer stated they had treated for their low blood glucose and declined to troubleshoot. The customer also reported experiencing sensor glucose and blood glucose differences with multiple sensors. Customer declined to troubleshoot any further. The customer's sensor and transmitter will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-64551.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.